Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Perform brush cleaning with the isopropyl alcohol and cleaning up all corrosion on the pcba and powered still no power up. The original mother board and rf board was removed and replace with a test mother and rf board. No anomalies was notice after battery insert. Problem isolated to mother and rf boards. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. Insulin pump received with corroded battery tube, minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, missing reservoir tube ring and broken reservoir tube lip. The test infusion set and reservoir does not lock into place due to the reservoir completely broken off.

Event description:
Information received by medtronic indicated that the insulin pump was exposed in moisture. Customer stated that insulin pump was dropped in toilet and submerged in water. Customer was performed self test and self test passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.